Event description:
The fe reported that the software was corrupted, and the thumbnail and image are not in sync (data mix). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.